Manufacturer narrative:
Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, noise, leak and cut test and current draw test requirements. Failure of the current draw can lead to the overheating of the attachment. Quality personnel then investigated the attachment. The attachment exhibited maximum temperature of 42.7 c during free run testing. This temperature did not exceed the specification. However, it was note by quality technician that the attachment is getting hot during testing. Results from sycotec stated that the inner race is very dirty. Oblique shaft is rusty and dirty. Beatings had traces from rubbing at the outside diameter. The contra angle was not maintenance regularly.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e handpiece overheated. There was no injury or intervention.